Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested and was received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a haptic on the iol broke, but the lens was left implanted as the surgeon thought the lens was stable. The patient has since noticed monocular diplopia with a rounded shadow in the lower vision. The surgeon has indicated that the iol is not centered due to the haptic issue. Lens remains implanted. Additional information has been requested and was received. A